Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was showing a "gas device error" message. No patient harm or injury was reported. The customer had planned to this unit in for a repair, but the unit has not yet been received. Investigation summary: the root cause is determined to be component failure. The sensor needed replacement. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the multigas unit is showing a "gas device error" message.

Manufacturer narrative:
The customer reported that the multigas unit is showing a "gas device error". No harm or injury was reported. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit is showing a "gas device error".